Event description:
The iab would not inflate. A second iab was inserted into the patient. (Event complications: unknown - reported 07/30/1998.) (Patient's current status: unknown - reported )7/30/1998.)